Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedances and high pacing thresholds. It was noted that a lead safety switch (lss) to unipolar configurations was triggered due to the gradual increase in the rv lead pacing impedances. At this time, this rv lead remains in service. No adverse patient effects were reported.